Event description:
Lap band implanted on (B)(6) 2011. Pt returned to operating room on (B)(6) 2011 emergently. Bowel compromised so surgeon removed lap band by cutting it close to closure/locking clip. Band not intact when removed. Locking clip end remained in abdomen. Foreign body identified on CT. Had removed laparoscopically on (B)(6) 2011. Foreign body identified as part of lap band.